Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: there was a "damaged stopper."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one sample and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Corrective actions are taken to mitigate this issue from occurring.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: there was a "damaged stopper."